Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. D10: concomitants: 5327167 - 02-010-03-0215 - logic cr cement femoral left, 1.5 . 5325580 - 02-012-45-1515 - logic fit cement tivial tray 1.5f/1.5t . 8013018052 - a10012 - gps disposable kit . Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that an 82 yo female patient, initial total right knee implanted with a std insert on (B)(6) 2018, underwent a revision procedure on (B)(6) 2024, approximately 5 years 2 months post the initial procedure. The patient returned to the surgeon complaining of knee swelling and pain. The surgeon diagnosed the wear of the tibial insert, then revision surgery for the replacement of the tibial insert was performed. Breakage and wear were observed in the retrieved tibial insert. He did not find any metallosis. He decided that no problem of locking mechanism of the tibial tray was found, and removing all proliferative tissues, the insert only was replaced to a new neutral 9mm. There were polyethylene particles and proliferative growth which were resected by the surgeon appropriately. There were no surgical delays during the procedure. X-rays were provided. The patient was last known to be in stable condition following the event. No explanted devices are available for analysis as it was provided to the patient. Device images were provided. No further information.

Manufacturer narrative:
The revision reported was likely the result of prosthesis wear. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. Additionally, a contributing factor to the wear and delamination may have been the result of being packaged in a non-conforming vacuum bag for more than five years. However, this cannot be confirmed as the device was not returned for evaluation.

Manufacturer narrative:
H6: corrected health effect - clinical code, medical device problem code, component code, and investigation conclusions. Manufacturer narrative updated: the revision reported was likely the result of prosthesis wear. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. Additionally, a contributing factor to the wear and delamination may have been the result of being packaged in a non-conforming vacuum bag for more than five years. However, this cannot be confirmed as the device was not returned for evaluation.